Manufacturer narrative:
Qn#(B)(4). No lot number was provided , therefore the DHR could not be carried out. No physical investigation could be conducted in the absence of any actual or representative samples , or lot number provided to conduct the DHR review. The complaint could not be confirmed due to no sample returned and existing manufacturing control to ensure product sterility.

Event description:
It was reported by liberator that a female customer claimed that the catheters gave her a uti and she was treated with standard antibiotics. It was not confirmed that the catheters caused the uti and the patient has not suffered any ongoing issues.

Manufacturer narrative:
(B)(4). The batch card(s) for the representative samples was reviewed and all products were eto sterilized. The samples are visually inspected and there was no leakage in the packaging which could lead to impact product sterility. Five representative samples were then subjected to barrier integrity test (color water) to see any micro leakage observed along the sealed area of pouch. There was no colored water sipped through the sealed area, which indicated there are no breach in the product sterility. Product sterility is ensured by manufacturing the flocath quick product in class 8 100k cleanroom, with particle count monitoring by twice per week. Operators are required to clean hand with soap water and use hand sanitizer prior entering cleanroom and handle the products. The product packaging is done with combination of plastic film and tyvec paper , which has heavy crosslinking. 100% visual inspection done on pouched product to identify damage of the packaging (sterility breach). After packaging, flocath quick products will undergo 1 times eto sterilization to eliminate all potential microbial contamination. Hence , it could not be confirmed that uti on patient caused by the catheter. The complaint for uti by using this flocath quick male catheter cannot be confirmed as all the products are sterilized and there is no impact in the packaging of the representative samples received.

Event description:
It was reported by liberator that a female customer claimed that the catheters gave her a uti and she was treated with standard antibiotics. It was not confirmed that the catheters caused the uti and the patient has not suffered any ongoing issues.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported by liberator that a female customer claimed that the catheters gave her a uti and she was treated with standard antibiotics. It was not confirmed that the catheters caused the uti and the patient has not suffered any ongoing issues.